Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) programming was not complete at implant with the diagnostic mobile programmer application due to the radiofrequency (rf) head being removed before full programming was completed. The device was interrogated and programmed fully in the clinic and remains in use. No patient complications have been reported as a result of this event.